Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer. J&j site. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. UDI: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in singapore as follows: it was reported that: micro tornado hp w hand control - suddenly turn off and on again automatically when pressing on/ off button . The mode will change from oscillating mode to forward mode. It is unknown if surgery was delayed or if procedure was successfully completed due to the reported event. This complaint is for one (1) tornado micro handpiece with buttons this report is 2 of 2 for (B)(4).